Manufacturer narrative:
Concomitant products: 4076-52, lead, implanted: (B)(6) 2011.

Event description:
It was reported that two days post device replacement procedure, the patient came to the emergency room due to an alert. The right ventricular pacing impedance was noted to be consistently fluctuating, short interval counts had occurred, and oversensing was noted in stored episodes. An x-ray was taken and appeared that the pace/sense connector was not fully inserted into the header. A revision procedure was performed the next day to reengage the connector in the header. Both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.